Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer experienced elevated blood glucose (bg) levels (393 mg/dl). Customer stated they believe elevated bg levels are due to possibly having a virus. Customer delivered a bolus to bring bg levels to target range. Recommendation was made to discuss diabetes management with customer's health care professional.